Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the wire would not go through the bolster. The wire became stuck in the transition zone of the peg device. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).